Manufacturer narrative:
Evaluation completed. One 23ga vitrectomy cutter was returned without the original packaging. The part number and lot number cannot be verified or determined. The tip protector was not returned. However, the extension handle has been placed over the needle backwards in a makeshift attempt as a needle protector. The needle was not bent. The port window was in the opened position. There was fluid in the lines. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates and aspirated as intended. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in (B)(6) reported the cutter was not cutting. The nurse changed cutter. No medical intervention was required.